Manufacturer narrative:
(B)(4). Event was initially reported under the incorrect MFR#: 0001825034-2025-00301. D10: 00711505028, item name: 28mm, i.d. With constraining ring cemented constrained liner, lot#: 62257974. G2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 10 years and 9 months post implantation due to dislocation. There is no further information available at the time of this report.

Event description:
Upon reassessment of the reported event and additional information received, the head was determined to be not reportable as it was not involved in the dislocation. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event and additional information received, the head was determined to be not reportable as it was not involved in the dislocation. The initial report was forwarded in error and should be voided. Sections updated: b4, b5, g3, g6, h2, h11.